Manufacturer narrative:
Correction: upon further review, it was determined this report is a duplicate of manufacturer report number 1416980-2020-04667. All information including the investigation results will be captured under report 1416980-2020-04667. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from october 22, 2019 - october 23, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. The leaks were discovered after filling. There was no report of patient injury or medical intervention associated with this event. No additional information is available.